Event description:
A journal article reported that ten patients (twelve total leads) with epicardial atrial leads, which were comprised of various atrial lead models including medtronic models 4965, 4968, 5071, and 5815a, and various competitor models, experienced lead failure. The article's authors defined lead failure as "the need for replacement or abandonment due to loss of capture and/or sensing, lead displacement, conductor fracture, insulation break, or exit block. The article also reported that the atrial sensing "significantly decreased" in the epicardial leads over time. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. K. Takahashi, permanent atrial pacing lead implant route after fontan operation. Pace, vol 32, pp 779-785. 2009.